Event description:
E-mail report from surgeon indicates an undiagnosed and untreated non-union which is also reported on the surgical database with pre and post-op x-rays. The surgeon further states that the nonunion appears to be about 3 years old. Review of patient x-rays confirms the non-union and replace the im nail. It should be noted that no damage to the implant was noted during this review. The post-op x-rays shows a good result for the patient. Cause: untreated 3 year old nonunion with possible fwb. No indication of product defect.